Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive patient result was obtained. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric viral panel kit (ref. (B)(4)) lot 3353198 was performed by the review of manufacturing records, visual review of customer¿s data and by the complaint¿s history review. Customer suspects a false positive result for the adenovirus target for one sample when using the bd max¿ enteric viral panel kit lot 3353198. The review of manufacturing records of bd max¿ enteric viral panel indicated that lot 3353198 was manufactured according to specifications and met performance requirements. Customer targeted samples in run 5329; positions b11 and b12 as to be compared. Sample in run 5329; position b11 tested negative for adenovirus while sample in position b12 tested positive for adenovirus. Both samples showed very low amplification for the adv target. Customer suspected false positive as, when looking at the amplification curves, it appears like the signal for adv target was lower in the b12 sample that tested positive than in the b11 sample that tested negative. Manual curve adjudication was conducted across both samples. Analysis reveals that sample b11 (adv neg) shows very minor raw but large background signal increase. Such signal difference in raw and background signal can be expected and was adequately analyzed by the bd max system. Sample b12 (adv pos) shows equivalent raw and background signal increase, which is indicative of true amplification. No false results are suspected. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel kit lot 3353198. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.